Manufacturer narrative:
Correction: section e updated.

Event description:
New information notes the issue was discovered in clinic. The patient was asymptomatic. No programming changes were made because the ventricular sense channel was not available. The patient was being monitored. The patient was stable throughout.

Manufacturer narrative:
Correction: section h6: health effect, impact code " unexpected medical intervention" should have been "no consequences or impact to patient" since no programming changes were made.

Manufacturer narrative:
Further investigation is not required as the device has not been returned for analysis

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator.